Event description:
It was reported that the right ventricular (rv) lead had high impedance and oversensing. The patient received inappropriate therapy. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).